Event description:
Reporting status: malfunction. Reporting rationale: guidewire tip separation/no medical intervention. Device issue: guidewire tip separation. It was reported that using the flexi-cut along with the flexi-wire, after the 11th cut, the cutter became unable to close. Thus, attempted to remove the flexi-cut, but it was stuck with the flexi-wire. Both flexi-cut and flexi-wire were removed as a single unit. There was no pt injury. No additional event or pt information is available. This is being filed based on the analysis of the returned device that revealed a core separation of the guidewire.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the flexi-cut was returned with blood in the balloon, cutter and housing and on the balloon and shaft. There was contrast in the balloon and nosecone. The cutter was in the distal end of the housing. The ctc had collapsed and separated at the base of the cutter housing but was returned still inside of the htc. There was no damage noted to the htc. A 6.5 cm section of flexi-wire coils were returned inside of the ctc and were protruding from the distal end of the ctc. There was no blood or contrast visible on the coils. During the investigation, the coils were stretched. The coils had separated at the proximal solder. The core separated 8 mm proximal to the tip ball. The distal end of the core was still attached to the tipball. The proximal end of the core was not returned. The fracture face on the returned section of the cove was jagged and uneven. There were kinks throughout the entire length of the returned section of the core. No other damage was noted to either the flexi-cut or the flexi-wire. The flexi-wire coils were removed from the distal end of the ctc, but were stretched while being removed. The tip was not tugged on due to the separation. An attempt was made to backload a new flexi-wire through the ctc of the flexi-cut but the attempt was unsuccessful due to the collapsed distal end of the ctc. The new flexi-wire was frontloaded through the spline at the proximal end of the ctc. The new flexi-wire still would not pass through the collapsed distal end of the ctc. The flexi-wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering has reviewed the case description and analysis of the returned flexi-cut revealed ctc separation. Damage of this type can occur due to, but not limited to, the cutter becoming restricted / stalled due to pt anatomy or in this case, stent, or due to a required bending of the catheter with the motor drive (mdu) off and then the mdu is turned on. These factors could fracture the drive cable and the ctc collapses on the flexi-wire which in turn can result in separation. The sem analysis supported this conclusion as the sem result showed ductile overload caused the failure of the flexi-wire. The root cause of the difficulty during the procedure is most likely the ctc being stressed beyond the design limits during the procedure. The flexi-wire likely was fractured in the attempt to remove the flexi-wire from the flexi-cut after the ctc collapsed on the flexi-wire causing the flexi-wire to be locked in the flexi-cut. The exact cause of the reported difficulties could not be determined but it appears to be related to circumstances during the procedure. The guide wire tip separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. The lot history record was reviewed and there were no non-conformities associated with this product lot. The MDR is considered closed by the product performance group.